Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent mesh excision, granulation tissue excision, colpocleisis, and posterior colpoperineorrhaphy on (B)(6) 2013 due to pop, undesired sexual function, persistent apical granulation tissue in the vagina and pelvic pain. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with anterior & posterior colporrhaphy, sacrospinous ligament fixation with elevation of the vaginal vault due to sui, symptomatic cystocele & rectocele, vaginal vault prolapsed and hypermobile urethra.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.